Manufacturer narrative:
The received device had the cannula assembly fully deployed, but soft cannula was not visible outside the device. After opening the top housing, soft cannula was measured to be out of specification (soft cannula found to be cut off). It could not be conclusively determined when this damage occurred. During leak test, no source of fluid leakage was found on the available fluid path of the received pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod. Patient stated that there was leaking from the pod.